Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The patient reported when they were laying or sitting in different positions, their bladder stimulator would send an electronic jolt into their left leg and down into their foot. The patient stated they might be sleeping and it would happen and wake them up or they might be sitting in a chair. The patient stated they noticed it happening shortly after they had it turned on. The patient stated they ignored it at first and thought they had to get used to it, but it got worse after they had it on for a couple weeks and they thought "ok this is not normal for me." The patient denied having had any falls or traumas to the implanted system. Patient services reviewed stimulation considerations with the patient and suggested the patient might try turning their stimulation down to see if that resolved the issue. The patient stated they'd just boosted the stimulation up to 2.0 ma the other day because they'd been having a problem where if they were drinking anything, they'd have to go to the bathroom every 5 minutes but stated that their symptoms were being reduced by 50% or greater. Patient services reviewed therapy expectations with the patient and the patient turned the stimulation down to 1.8 ma so they wouldn't "you know sit down and jump out of my skin." The patient was going to monitor to see if reducing the stimulation resolved the issue but was also going to reach out to their managing health care provider (hcp) to check the implanted system if they found the issue didn't resolve. Patient services also reviewed programming considerations and the patient stated they might also try a different program.